Event description:
It was reported that this right ventricular (rv) lead exhibited elevated pacing thresholds. It was noted that the rv lead is a non-(B)(6) lead. Technical services (ts) provided recommendations for an in-person visit for further evaluation of the lead. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).